Event description:
It was reported when using the bd preset¿ arterial blood collection syringe cannot be moved. The following information was provided by the initial reporter. The customer stated: ¿when preparing blood collection for the patient, the plunger of the blood collection device cannot be moved, and the blood collection device cannot be used normally."

Manufacturer narrative:
Investigation summary: "material #: 364314 lot/batch #: 1229409 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to unable to move plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to move plunger. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."